Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Two samples were returned. The balloon material on both samples was discolored. Deionized water was injected into the balloon of both samples through the balloon inflation port. The balloon and inflation port were inspected for leaks on each sample. No leakage was observed in either sample. The water was withdrawn from both samples. No discoloration of the water is observed in either sample. Directions for use state, "refill the balloon using sterile or distilled water, not air or saline. Be sure to use the recommended amount of water as over-inflation can obstruct the lumen or decrease balloon life and under-inflation will not secure the tube properly." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, "the mother noticed an unusual color during deflation of the balloon because the water in the syringe was purple. As she was confused about this, she replaced the button. However, she noticed the same discoloration with the second button. After a while the water became purple when she deflated it. Her child gets antra mups (omperazole) which is a purple drug." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).